Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mm x 3.5mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion but the balloon shaft was fractured 60mm away from the distal part. No segment of the balloon was left inside the patient. No patient complications were reported and patient's status was stable.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a maverick2 balloon catheter. The balloon was tightly folded. The hypotube was completely separated 44.5cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks throughout the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. The 90% stenosed, 20mm x 3.5mm target lesion was located in the moderately tortuous and mildly calcified right coronary artery. A 3.00mm x 15mm maverick²¿ balloon catheter was advanced to dilate the lesion but the balloon shaft was fractured 60mm away from the distal part. No segment of the balloon was left inside the patient. No patient complications were reported and patient's status was stable.